Manufacturer narrative:
The device associated with this event was originally report to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Based on the review of medical records, pt underwent ventral hernia repair using a bard composix kugel mesh as well as a non-bard mesh. The surgeon noted the second mesh was cut in half and used after the composix kugel did not cover the entire area. On (B)(6) 2010, pt underwent add'l hernia repair laparoscopically for recurrence. Two hernias to the left side of previous mesh repair were found as well as some crinkling and contraction for the previously placed mesh. There is no indication in the medical records to which mesh had crinkling and contraction. Based on the info received, recurrence away from previous repair, there is no indication of device failure. The pt had and was treated for recurrence which is a known adverse event that is listed in the IFU.

Event description:
Based on the review of medical records provided by pt's attorney: on (B)(6) 2008 - pt underwent ventral hernia repair using composix kugel patch, as well as a non-bard mesh product. Repair of 2 fascial defects and midline diastases using that patch at preperitoneal level approach. Surgeon noted, the composix kugel was not large enough to cover defects so an add'l non-bard product was utilized. On (B)(6) 2010 - pt underwent add'l recurrent incisional hernia repair, laparoscopically. Two hernia's to the left side of previous hernia repair were found as well as some crinkling and contraction of previously placed mesh. An add'l non-bard product was used in the repair. On (B)(6) 2010 - pt seen in a f/u office visit. At this time, pt was feeling discomfort. Surgeon noted everything seemed to be healing well and hernia repair was successful.